Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00148; 3025141-2019-00149; 3025141-2019-00151.

Event description:
Article: outcomes and radiographic findings of anatomic press-fit radial head arthroplasty. Levy, jonathan c., formaini, nathan t., kurowicki, jennifer. J shoulder elbow surg (2016) 25, 802-809. Case 3: heterotopic ossification developed post op; it was excised in a second surgery. There was no stress shielding or loosening of the implant.